Manufacturer narrative:
The pump passed the functional tests, including the self test, sleep current measurement test, rewind, seating, basic occlusion, occlusion, force sensor and displacement tests. Then, the pump had intermittent faded/grey pump screen due to a faulty lcd controller. No cosmetic damage noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had issues with partial display. The customer's blood glucose level at the time of incident was 154 mg/dl. No further information provided.